Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-12493). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
This report is to advise of an event observed during analysis.